Event description:
The healthcare provider (hcp) reported the consumer's device was turned off, but never removed. The consumer later reported the physician "messed me up," so they hadn't used their device in over four years because it was hurting them. According to the consumer the implantable neurostimulator (ins) popped out from under their collar bone on (B)(6) 2016 and was causing them pain. It was further reported they were also getting a "weird pain from the spine." Relevant medical history includes other chronic/intract pain (trunk/limbs).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.